Event description:
Customer reported on a failed bravo study. During given imaging internal investigation on (B)(6)2010, it was concluded that the reason for the study failure was failure of bravo capsule to detach from the patient's esophagus before the predetermined time specified as 48h for bravo procedure.

Manufacturer narrative:
No patient injury has occurred following this incident.